Event description:
It was reported that this right ventricular (rv) lead exhibited over-sensed noisy signals resulting in inappropriate anti-tachycardia pacing delivery. Diagnostic imaging was performed which confirmed a rv lead fracture. The physician elected to explant this rv lead and the patient was also upgraded to a subcutaneous implantable cardiac defibrillator (s-ICD) system to resolve the event. No additional adverse patient effects were reported. This lead was discarded and is not expected to be returned for analysis.